Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with erosion and loose epithelium on the left eye (os) on the day of treatment. At a 4 day post-operative exam, the erosion and loose epithelium were still present on the left eye (os). A brief description from the surgery center indicated that the patient had bandage contact lens (bcl) applied due to erosion and loose epithelium during the flap creation of both eyes.. The surgery center discussed with the patient of the slow recovery on the left eye and prescribed muro-128 _ hypertonic sodium chloride solution to be taken twice a day for 3 to 6 weeks. The patient¿s chief complaint was of irritation and pain. The patient¿s comments were of blurry vision on left eye and bcl was uncomfortable. There was no loss of best corrected visual acuity (bcva). The surgery center reported the symptoms have been resolved. Bcva from (B)(6) 2017: right eye pre-op 20/25 -5.00 x -.75 x 0, left eye pre-op 20/20 -6.25 x -1.00 x 0.